Event description:
Hcp reported the pt was experiencing a return of symptoms in the past month. At refill, the pump reservoir volume was estimated to be 4.8cc and the actual volume was found to be 13.8cc. A follow up report will be sent when additional info is received.